Event description:
Reliavac 400 closed wound suction kit was opened during a c-section. At the time the kit was opened, it was noted that the trochar was missing. Another kit was obtained and the procedure was completed in a timely manner without harm to the patient.====================== manufacturer response for closed wound suction kit, reliavac 400 closed wound suction kit (per site reporter).====================== awaiting response.